Manufacturer narrative:
Per tandem's t:slim x2 user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem¿s t:slim x2 user guide: a cartridge alarm can be caused by not following the proper procedure to load the cartridge, or over filling the cartridge (with more than 300 units of insulin). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred. Reportedly, the customer was reusing and refilling cartridge. Customer's blood glucose (bg) level was above 500 mg/dl; cause was unknown. A manual injection was administered to address elevated bg. Reportedly, the customer continued to use the pump for insulin therapy.